Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-25084.

Manufacturer narrative:
Evaluation codes: results the complaint of invalid impedance was confirmed. As received, the lead was complete and the lead body had a kink with all wires broken. The lead breakage was consistent with a overstress condition the lead was subjected to while implanted in the patient's body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25084. It was reported the patient (B)(6) lost stimulation. Lead diagnostics revealed invalid impedance measurements. In turn, the patient underwent surgical intervention. Intra-op testing revealed invalid impedance measurements on the patient's extension. The patient's lead was replaced with a different model; however, the extension was not since it was no longer needed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.